Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting the catheter as parked in the vertical petrous ica. Biaxial system used to deploy a surpass evolve, this was prolonged due to inadequate stent deployment requiring manipulation.

Event description:
Medtronic received a report that a rist catheter separation/break at the distal end. It was unknown if the reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The catheter was used to guide an 027 micro-catheter intracranial to deploy and evolve flow diverting stent. Vessel tortuosity was severe. The access vessel was the internal carotid artery. After deployment of the flow diverting stent the rist catheter was removed it was noticed that the distal end was damaged. It was unknown if the catheter flushed as indicated in the IFU. There was no force applied during delivery or removal. The catheter tip was not entrapped/stuck. There was no surgical or medicinal intervention required. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #(B)(4): equipment used: vis (m-78210), 203cm ruler (m-83361). As found condition: the rist catheter was returned for analysis within a shipping box, a plastic pouch, and a dispenser coil. Damage location details: no damages were found with the rist catheter hub. The rist catheter body was found stretched at ~4.0cm from the catheter distal tip. The rist catheter distal tip was found to be in good condition. No breaks or separations were found with the rist catheter. Testing/analysis: none. Conclusion: based on the device analysis and reported information, the customer¿s ¿catheter separation/break¿ report could not be confirmed. The returned rist catheter was found stretched; however, no breaks or separations were found with the rist catheter. The catheter can become stretched if advanced/retrieved against resistance. It is likely that the patient¿s ¿severe¿ vessel tortuosity contributed to the catheter damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.